Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The mean age is 74. The majority of the enrolled patients were male. Date of event has been estimated. The UDI is unknown because the part and lot numbers were not provided. Date of implant has been estimated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned as the supera stent remains in the patient anatomy. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of stenosis is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect of stenosis, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: "real world results of supera stent implantation for popliteal artery atherosclerotic lesions: 3-years outcome." The additional adverse patient effect of death referenced is being filed under a separate medwatch report#.

Event description:
It was reported through a research article identifying supera that may be related to the following: patient death, intrastent stenosis. This article summarizes clinical outcomes of 46 patients that were treated with supera stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "real world results of supera stent implantation for popliteal artery atherosclerotic lesions: 3-years outcome."